Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, pelvic adhesions, hydrosalpinx and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2010- additional surgeries. Hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: menorrhagia (heavy menstrual bleeding). (B)(6) 2010- additional surgeries. Discrepancy noted in insertion date it was reported as (B)(6) 2008. Left: 3 coils, right: 3 coils. Lot number: 626800. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information, patient medical history, lot number, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids, pelvic adhesions, hydrosalpinx and uterine enlargement. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full), salpingectomy (unilateral), (B)(6) 2010 - additional surgeries). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: menorrhagia (heavy menstrual bleeding). (B)(6) 2010- additional surgeries. Discrepancy noted in insertion date it was reported as (B)(6) 2008. Left: 3 coils, right: 3 coils. Lot number: 626800. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain, dyspareunia. Lot number: 626800 manufacture date: 2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2010- additional surgeries. Hysterectomy (full), salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),bleeding: menorrhagia (heavy menstrual bleeding). On (B)(6) 2010- additional surgeries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary tract infection. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.